Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported. That the wake button was sticking. Customer¿s blood glucose was 213 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.